Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1al5v, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a lead miscommunication. The patient came in for a battery check as they stated none of the programs were offering relief. Diagnostics included device interrogation and device data showing leads miscommunicating on (B)(6) 2018. Imaging showed the kidneys, ureter, and urinary bladder to be normal. The event was reported to be related to the device or therapy and possibly related to the implant procedure. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the interventions were ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1al5v, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that when the impedance was checked, half the electrodes were miscommunicating. The event was ongoing and a revision was pending, but had not occurred yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead miscommunication was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was suspended in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1al5v, implanted: (B)(6) 2017, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device coding corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1al5v, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.